Event description:
Following the diagnostic procedure, the physician attempted to close the arteriotomy using a tsl 6 fr. Closer device. As the physician inserted the device into the artery, it broke at the elbow. A vascular surgeon was called in to remove the device via a cutdown procedure. The device was removed and the pt recovered without further incident.